Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and replaced the ventilator interface board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when the unit was turned on, it was in an alarm condition, indicating mechanical ventilation was not available. There was no report of patient involvement.